Event description:
Customer reported a motor error alarm that occurred during basal delivery. The blood glucose reading was 296 mg/dl. Customer reported that she did have an MRI but that the insulin pump was removed. She stated that she was unable to complete the rewind sequence. She also reported having issues with fluctuating blood glucose. She was assisted with reprogramming the insulin pump after receiving an error alarm. She stated that the drive support cap appeared normal. She was unable to perform the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The prime test could not be performed and no motor position encoder error alarms could be verified due to the displacement anomaly. The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.